Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified signs of being implanted and foreign material on the tibial plate. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. The updated information does not change the previous investigation conclusions. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed through review of medical records. The op notes states that the tibial plastic was removed from the tray without difficulty and the tray was noted to be subsided within the tibia and grossly loose. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Surgical technique strongly recommends use of drop-down stem extension with mis tibial component, however, only the drop down stem plug was used. But with the available information, we cannot say certainly that this factor has caused the loosening of the implant. So, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products - femoral component option for cemented use only size e left, catalog# 00576401551, lot# 61579894, drop down stem plug use with mis tibial component, catalog # 00595006700, lot 60411830, articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 14 mm height catalog# 00596203214, lot# 61524846, all poly patella size 35 mm dia. Standard 9.0 mm thickness, catalog# 00597206535, lot# 61564048, flex articular surface locking screw use with mis drop down stem plug or extensions, catalog# 00595009000, lot# 61484431.

Event description:
It was reported that patient was revised due to tibial loosening and pain. During the revision, the synovium was noted to be discolored in a gray hue and it appeared to be proliferative and inflamed.